Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the customer returned the summary report and device activity log for review. Review of the device activity log showed that the device successfully delivered multiple discharges of energy to the patient within the specified selected energy. Review of the summary report and device activity log found no evidence of a device malfunction. Our conclusion is the device worked as designed and performed within the limitations and technology available. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a (B)(6) male patient, the device successfully delivered several shocks over the course of 50 minutes. The complainant indicated dissatisfaction due to the patient outcome. Complainant indicated that the patient subsequently expired.